Event description:
A clinical manager reported following intraocular lens (iol) implant surgery, a patient had an unexpected refractive error. The lens was exchanged. Additional information has been requested. In a follow up, the surgeon reported multiple eye drop medications were used to treat the patient during the event. The patient's symptoms resolved with the lens exchange. An unapproved handpiece was used during the initial implant surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge as used but an unapproved handpiece was used with the viscoelastic. Not enough information was provided to conduct a review on the cartridge lot. The cartridge design will not work with the handpiece used. The product investigation could not identify a root cause. Account used an unapproved handpiece. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 05/23/2014. (B)(4).